Manufacturer narrative:
Sensor (B)(4) was returned and investigated. Sensor plug was visually inspected and found to be not properly seated; no physical damage observed on sensor patch. The sensor was found to be in sensor state 1 (indicating a storage state) and event log of insertion failures. Therefore this issue is not confirmed to use. No malfunction or product deficiency was identified. Issue is not confirmed due to sensor plug was not properly seated. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported the adc freestyle libre 2 sensor stopped working and was therefore unable to test. Customer experienced a loss of consciousness and self-treated with dicadon powder after he re-gained consciousness. There was no report of death or permanent injury associated with this event.